Event description:
Brainlab internally detected: for a specific batch of the camera interfaces assembled within the kolibri mobile camera stand, a long-term reliable fixation of the camera unit cannot be guaranteed due to a manufacturing error. The camera unit with a weight of approximately 3 kg (approx. 6.6 lbs) could loosen and detach while moving the camera arm or stand of the kolibri navigation system, for example during use or transportation, which could potentially result in a serious patient or user injury.

Manufacturer narrative:
Although there has been no patient or user injury nor any event reported by any hospital a risk to patient or user health could not be excluded. For a specific batch (batch #(B)(4)) of the camera interfaces ((B)(4)). Assembled within the kolibri mobile camera stand ((B)(4)), long-term reliable fixation of the camera unit cannot be guaranteed due to a manufacturing error. Brainlab intends the following correction actions: customers with a kolibri mobile camera stand assembled with potentially affected specific batch of the camera interface receive a product notification information. Brainlab will exchange the according device component at no cost for these customers within the next 6 months.